Manufacturer narrative:
Patient demographics, such as age, date of birth, sex or weight were not provided. The beckman coulter (bec) field service engineer (fse) inspected the system and did not note issues. The fse removed the reagent and sample pumps and performed maintenance. The fse noted excessive dried buffer from the piston and plunger. The fse replaced the peristaltic pump tubing. The fse primed the fluidics and performed passing calibrations on the pumps. The fse verified repairs by performing a passing system check and twenty (20) replicate precision run using level one (1) quality control (qc) material. In conclusion, the cause of the non-reproducible access accutni+3 results is due to a hardware malfunction, although no one part can be identified as the sole contributor.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) results, above the normal reference range of the assay, for six (6) patients on the laboratory's unicel dxi 600 access immunoassay system (s/n: (B)(4)). The customer repeat tested the samples on an alternate access 2 immunoassay system (serial number (B)(4)) and obtained lower results, above and within the normal reference range of the assay. The initial elevated access accutni+3 results were not reported outside of the laboratory. There was no report of change or impact to patient care or treatment. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Although access accutni+3 quality control (qc) was within the customer's established ranges prior to the reported events, it is noted the customer had to repeat qc several times to obtain an acceptable value. The customer obtained a failing system check and failing precision run after the reported event. Samples were lithium heparin plasma. Samples were centrifuged at 3500 revolutions per minute (rpm) for ten (10) minutes at room temperature. The customer did not note sample integrity issues.